Manufacturer narrative:
During testing, at power up, the device alarmed for a s321 (motor error - pmc, left) malfunction alarm code. This was due to a loose motor. The probable cause of the loose motor was due to under application of the adhesive seal or the adhesive seal being applied over grease. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer of a broken silence switch. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code.